Manufacturer narrative:
Due to the serial number not provided by customer, the device manufacture date can not be determined.

Event description:
Customer claimed that her proresults toothbrush heads bristles were coming out. She claims that she bought them over two weeks ago and that every time she brushes her teeth one bristle comes off at a time. She claimed that she had 8 come off so far. She also claimed that she brushes her teeth 3 times a day for 2 minutes each time.